Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient had disconnected without following proper procedures and then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had improperly disconnected from the setup during peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The hp disconnected during drain 5 of 5 to use the bathroom without capping the patient line and then reconnected. The technical service representative (tsr) assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.